Manufacturer narrative:
Download data showed no timeouts or drive stalls and no alarms were generated. No damages or defects were observed in the fluid path or needle mechanism. No other damages or defects were observed that would contribute to a dislodging of the cannula or adhesive malfunction. A root cause could not be determined for the reported dislodging or adhesive malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.